Event description:
It was reported that during use with one unit of prismaflex st150 set, a leak at the bottom of the filter between the filter and the red tubing was observed while "purging the hemodialysis circuit" on a prismax machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the device showed the blood header is cracked. A pressure test was performed and a leak was observed at the level of the upper blood head. The reported condition was verified. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The most probable cause of the condition is due to shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.